Manufacturer narrative:
The insulin pump was received with reservoir tube lip completely broken off noted. Unable to perform displacement test due to reservoir lip broken off. The reservoir tube lip was partially broken off but the test reservoir stay locked in place.

Event description:
The customer reported via phone call that insulin pump had damaged at reservoir compartment. The customer's blood glucose level was unknown. The product return for an unknown reason. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.